Event description:
Within a month after treatment with bovine collagen, the patient experienced edema at the injection sites. The physician prescribed non-steroidal anti-inflamatories and oral antihistamines for treatment.